Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. A separate report will be filed for the other model bioprosthetic valve. (B)(4)

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve within another model medtronic bioprosthetic valve, the patient exhibited slurred speech and mild dysarthria. The magnetic resonance imaging (MRI) confirmed a cerebral vascular accident which resolved one week post-implant. No additional adverse patient effects were reported.